Event description:
Information received indicates the bed functions were intermittent.

Manufacturer narrative:
The technician found that the pcm board was defective. Ordered a replacement to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.